Event description:
It was reported that the balloon on the catheter burst in situ. There were no complications.

Manufacturer narrative:
MFR control no ic980025. The sample has been returned to arrow. The returned sample was examined and the balloon had a tear in the latex near its center. Balloon deterioration can occur over a period of time due to physical or chemical action of the environment.